Event description:
It was reported that during ureteroscopy procedure while removing the guidewire, the flexible proximal head of the guidewire detached in the ureter. The detached piece was extracted using grasping forceps. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Imdrf device code f23 captures the reportable event of unexpected medical intervention. Imdrf device code f2301 captures the reportable event of additional device required.